Event description:
Stryker sustainability solutions, endocut scissor tip, would not cut. This tip was replaced with another "like" scissor tip that functioned without issue. Dates of use: (B)(6) 2016.